Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c19: a review of the manufacturing records indicated the device met pre-release specifications. H3 other; h6 codes b21, c21, d16: additional information was requested from the clinical study site. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore from the vsx 20-03 viedoc study database: on (B)(6) 2022, this patient underwent a procedure, where a gore® acuseal vascular graft (av graft) was implanted in the left upper arm. On (B)(6) 2024, occlusion of the av graft in the left upper arm was noticed. Treatment was required and included antiplatelet/anticoagulant medication. On the same day, the patient had an endovascular reintervention for delamination. The site indicated that this delamination was on the av graft.

Manufacturer narrative:
H3 other; h6 codes b20, c19, d15: the device remains implanted and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.

Event description:
The following was reported to gore from the vsx 20-03 viedoc study database: on (B)(6) 2022, this patient underwent a procedure, where a gore® acuseal vascular graft (av graft) was implanted in the left upper arm. On (B)(6) 2024, occlusion of the av graft in the left upper arm was noticed. Treatment was required and included antiplatelet/anticoagulant medication. On the same day, the patient had an endovascular reintervention for delamination. The site indicated, that this delamination was on the av graft. On the same day, the occlusion was recovered/resolved without sequelae.